Event description:
It was reported to boston scientific corporation that a resolution clip device was to be used for hemostasis during a procedure within the stomach performed on (B)(6) 2012. According to the complainant, during the procedure, the clip was not able to be separated from the delivery catheter. Reportedly, the clip had been locked onto the target tissue and had to be pulled from the site prior to withdrawal from the patient. The procedure was completed with another resolution clip device. No patient complications resulted from this event. The patient's condition was reported to be fine following the procedure.

Manufacturer narrative:
A visual examination found that the device returned with the clip assembly mashed onto the bushing. Subsequently, the clip assembly could not be deployed and the prongs could not be opened or closed. Additionally, the oversheath with blue sheath grip was not received for analysis. The condition of the returned incident device was consistent with the complaint that the clip assembly failed to release from the delivery catheter. The evaluation found that the clip assembly was mashed onto the bushing which prevented its separation from the delivery catheter. However, since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot .

Event description:
It was reported to boston scientific corporation that a resolution clip device was to be used for hemostasis during a procedure within the stomach performed on (B)(6) 2012. According to the complainant, during the procedure, the clip was not able to be separated from the delivery catheter. Reportedly, the clip had been locked onto the target tissue and had to be pulled from the site prior to withdrawal from the patient. The procedure was completed with another resolution clip device. No patient complications resulted from this event. The patient's condition was reported to be fine following the procedure.

Manufacturer narrative:
Patient age/date of birth is unknown. However, patient was (B)(6). (B)(4) - the reported event of clip failed to separate from delivery catheter. The device has not been received for analysis; therefore, the root cause of the reported issue could not be determined. If any further relevant information is identified, a supplemental medwatch will be filed.